Event description:
A peritoneal dialysis (pd) nurse reported that a patient was hospitalized. The following is from the medical records provided by the patient's treatment facility. The patient presented with a one day history of abdominal pain. She was treated with vancomycin. She also complained of shortness of breath during both exertion and at rest. She also stated that she had orthopnea, which improved when she sat upright. The patient reported feeling weak and tired for the past two days in addition to having diaphoresis, nausea, vomiting once and chills. The patient was diagnosed with peritonitis and treated with two grams of vancomycin delivered via intra-peritoneal access every three days for five weeks and with one gram of ceftazidime for ten days. She was discharged on (B)(6) 2014. Per pd nurse, the patient has been able to continue the cycler-based peritoneal dialysis treatments.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the clinical investigation of the available medical records and the plant's investigation.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the clinical investigation of the available medical records and the plant's investigation.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the clinical investigation of the available medical records and the plant's investigation.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the clinical investigation of the available medical records and the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient was hospitalized. The following is from the medical records provided by the patient's treatment facility. The patient presented with a one day history of abdominal pain. She was treated with vancomycin. She also complained of shortness of breath during both exertion and at rest. She also stated that she had orthopnea, which improved when she sat upright. The patient reported feeling weak and tired for the past two days in addition to having diaphoresis, nausea, vomiting once and chills. The patient was diagnosed with peritonitis and treated with two grams of vancomycin delivered via intra-peritoneal access every three days for five weeks and with one gram of ceftazidime for ten days. She was discharged on (B)(6) 2014. Per pd nurse, the patient has been able to continue the cycler-based peritoneal dialysis treatments.